Manufacturer narrative:
Evaluation: method - x-ray. Device evaluation summary: report of calcification was confirmed. Minimal to moderate calcification was observed in the cusp area of leaflets 1 and 2, while moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1 and 2 also exhibited moderate to heavy calcification, the free margin of leaflet 3 exhibited minimal to moderate calcification. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at the stent outflow and inflow. Additional manufacturer narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards mitral bioprosthesis was explanted due to prostheic mitral stenosis and calcification after an implant duration of approximately 6 years and 4 months. The valve was replaced with another edwards device. Records indicate that the intraoperative transesophageal echo study showed decreased prosthetic valve leaf motion. At the end of the procedure, the new prosthetic valve appeared to be functioning normally with free leaflet motion and no evidence of any perioprosthetic valvular leak.